Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. An unknown size delivery system was used which may have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Imaging received appeared to show device deforming in bulbous deformation inside and outside the patient. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. It was indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment. An unknown size delivery system was used which may have contributed to the reported event. Based on the available information, the cause of the reported device deformity could not be conclusively determined. It is possible due to procedural conditions (eg user techniques, interaction in the anatomy, kinked on the delivery system) contributed to the reported issue. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was selected for implant. During prep, the physician noted that the device was deforming in the shape of a "gourd/bowl" but thought that it would correct once inside the patient. The procedure proceeded and the device was introduced into the patient. During deployment of the device, it remained in a deformed state with the edges facing upwards. The device was removed from the patient and replaced with another 30-25mm amplatzer talisman pfo occluder, which was successfully implanted. The patient was hemodynamically stable throughout the procedure and is currently stable. There was no interaction with cardiac structures during deployment nor angulation or kink noticed in the delivery system.

Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was selected for implant. During prep, the physician noted that the device was deforming in the shape of a "gourd/bowl", but thought that it would correct once inside the patient. The procedure proceeded and the device was introduced into the patient. During deployment of the device, it remained in a deformed state with the edges facing upwards. The device was removed from the patient and replaced with another 30-25mm amplatzer talisman pfo occluder, which was successfully implanted. The patient was hemodynamically stable throughout the procedure and is currently stable. There was no interaction with cardiac structures during deployment nor angulation or kink noticed in the delivery system.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.